Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during the procedure, the white rubber became loose and disengaged. New devices were opened but the issue was duplicated. A new one was opened again to continue. Nothing fell into the cavity. No patient injury.

Manufacturer narrative:
Correction: evaluation summary: three devices were received for evaluation. These devices have been used in the treatment or diagnosis of a patient. A review of the lot numbers reported indicates that these products were within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the insulator had disengaged from all three of the electrodes. Only two insulators were received with the electrodes. One insulator was missing. One of the electrodes had excessive amounts of eschar on the electrode tip and under the blue heat shrink insulation. The heat shrink insulation had deformed as though exposed to excessive heat. The damage to the heat shrink allowed the insulator to disengage. Another one of the electrodes had damage to the blue heat shrink. The heat shrink had split at the edge allowing the insulator to disengage. The final electrode also had deformed heat shrink allowing the insulator to disengage. The IFU states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU cautions: do not exceed maximum power limits as stated in instructions for use. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.